Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was getting the 0617 code on the personal therapy manager (ptm) and would like to know the meaning. It was reported she was having an extension of lockout time and not able to get a bolus. This issue had been going on since last year and it got worse this year with the lockout. It was also noted the code was resolved on the call. The patient tried using the ptm and the antenna and she was able to get a bolus successfully, but it was frustrating. The patient¿s family was yelling in the background saying there was a problem with the pump and he was a doctor too. The patient was to follow-up with the healthcare provider (hcp). Patient symptoms were not reported. The event date was (B)(6) 2019 and the code meaning was reviewed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain and other chronic/intractable pain of the trunk and limbs. It was reported that the patient was having issues of being locked out of boluses via her new personal therapy manager (ptm). It was noted that the logs showed that the patient only got 3 boluses when she gave herself 4. The pump was checked by a nurse and she thought the pump was "screwed up" and needed to be replaced. No symptoms were reported. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.